Manufacturer narrative:
Subject: qv sars otc customer called asking if the test is affected by blood -- tss directed the customer to the provider insert, advised minimal blood will not effect the test. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.

Event description:
Qv sars otc customer called asking if the test is affected by blood -- tss directed the customer to the provider insert, advised minimal blood will not effect the test.